Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint (B)(4).

Event description:
On (B)(6) 2017 the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient presented for follow-up with complaints including swelling, stiffness, and pain, which was unchanged compared to his preoperative condition. The surgeon reported compliance with postoperative program. He indicated the patient now has decreased activity level. He also reported the knee can¿t bend, the knee gives out, and the patient needs a cane. X-ray suggested components were in good position, no evidence of fragmentation, and tibial cement mantle perimeter lucency. A note dated (B)(6) 2018, by the patient¿s transplant center, indicated the patient had decompensated cirrhosis and was listed for liver transplant with a meld score of 14. It was recommended the patient not have knee replacement surgery due to high surgical risk. Knee replacement would be possible following transplant and recovery. Doi:(B)(6) 2017 dor: no revision (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
After review of the medical records for MDR reportability, there are no allegations provided of patient injury or product failure, nor report of a revision surgery. Does not meet the definition of a complaint: information has been reviewed and determined that this non-product issue record does not meet the definition of a complaint per scp-1403 attachment a in that there is no alleged device and / or procedure deficiency at this time. Doi: (B)(6) 2017. Dor:none reported.